Manufacturer narrative:
(B)(4). This case is being investigated according to philips volcano policy. Investigation is in progress. The hospital staff was able to reboot the system, they disconnected the wire and reconnected it to the system and they were able to finish the procedure. Review of the log files are ongoing to see what could be the possible cause of this issue. There was no patient injury. This case was reported to you out of precaution, as of the time of the event, a patient was on the table . This event led to prolongation of the case. Device is available for evaluation at the facility.

Event description:
It was reported the core mobile system turned off suddenly during a measurement, like someone pulled the power plug. No patient injury occurred. Attempts by the sales representative to get patient information via email or telephone have been unsuccessful. All reasonably known patient information is included in this report.